Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient date of birth only reported as unknown date, unknown month, 1987. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after surgery there was a rupture of the flexor pollicis longus (fpl) tendon detected. No relation between event and our plate, the first fpl rupture case was with a trimed plate. The fpl was intact prior to surgery. This report is 1 of 1 for (B)(4).